Manufacturer narrative:
Unit passed displacement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No unexpected pump error 4, 63 anomalies during testing. Thus, software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: (B)(4), line number: 147 on (B)(6) 2025 18:14:20.000, on (B)(6) 2025 18:23:08.000, on (B)(6) 2025 18:24:14.000 in the file history files. Also, pump error 4 on (B)(6) 2025 18:23:08.000. File number: (B)(6), line number: 147. Pump error 4, 63 due to hardware error. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap lock in place properly. Unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover. In conclusion, no pump error 4, 63 alarm during testing. However, pump error 63, 4 alarms in history on event date due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer the customer received pump error 4 (the motor arm cannot communicate with the main arm) and the customer received pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880l was requested, and customer's response was the device will be returned.